Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system continu-flo solution set came apart at an unspecified location. The device came apart when the nurse was connecting to an intravenous (IV) during setup and prior to connecting to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which noted the tubing was separated from the male luer and it was also observed that an excess of solvent was applied in the tubing. Further visual inspection noted all other components are correctly placed according to product specifications. Functional testing was performed with no issues noted. The reported problem was verified. The cause of the condition was due to excess solvent application during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.